Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of defects at the distal end was confirmed. In addition, there was a deep cut in the pink probe coating which reached the glue layer and a gap between acoustic lens and the ultrasound probe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the facility.

Event description:
The customer reported to olympus, the distal end was defective. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, a deep cut in the pink probe coating which reached the glue layer and a gap between acoustic lens and the ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation. The customer's allegation was confirmed. Based on the results of the investigation, a definitive root cause could not be established. The event can be detected and prevented by handling the device in accordance if the instructions for use which state: do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.